Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The upper/lower cases and battery drawer were broken. It was also found that the main printed circuit board was out of electrical specification, the battery contacts were compressed, and the liquid crystal display (lcd) was "bleeding." The battery release, heart block, and ring cover were contaminated, the side bail covers were broken, one case screw was missing, and the keyboard was scratched.

Event description:
It was reported the case to the epg (external pulse generator) was damaged, and the battery door will not open. It was returned for repair and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.